Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci surgical procedure, it was observed that the scissors arced on the monopolar curved scissors instrument. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. According to the customer, the patient did not suffer any injuries in relation with the instrument's malfunction.